Event description:
Siemens healthineers has become aware of a potential risk for patient health when using the somatom definition as CT system. No such event has occurred at this time. During service actions it was recognized that the phs (patient handling system - patient table) and the gantry of the scanner may collide if the table is in the highest possible position and the gantry is tilted in a positive direction by up to +30 degrees. If a patient would be on the table, potential harm cannot be excluded. Siemens is investigating to determine the root cause for this behavior.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the event. During the technical investigation, it was determined that all collision tables were working as specified. For this combination of patient handling system (phs) and CT system, the positive tilt angle is defined as +30 degrees. Accessories such as the head holder used are not considered in collision tables. The reported situation was observed during service activities where the phs was driven into the maximum height position. During regular patient examination the table is positioned in a vertical position to be in iso-center of the gantry and not in the highest table position. Table movements and gantry tilting are performed by trained operators only. Also, for tilting of the gantry, the operator has to be directly next to the patient and has to hold the button for moving the gantry at all times. This is always a controlled movement, and it stops immediately if the button is released. Therefore, an accidental injury can be excluded as patients must always be observed during system movement. Assessment of complaints from the past three years does not show any injury as alleged in the described situation. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.